Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the first of two wire devices used during the procedure. Medwatch report 2126666-2018-00083 captures the second device. It was reported that while withdrawing the guidewire from the scope. The sheath covering the guidewire had separated and the sheath began to slide off the wire. This occurred outside of the patient and all parts of the sheath were noted to be present. They got a new guidewire, when they withdrew the guidewire and they noticed that the sheath had also separated as well. They completed the case with the second guidewire. No complication reported and the patient is fine after the case.

Manufacturer narrative:
Device evaluation: this follow up report pertains to the first of two wire devices used during the procedure. Medwatch follow up report 2126666-2018-00083 captures the device evaluation for the second device. As received, the specimen consists of one hydro gw stf std s 150-035; returned coiled, loose within the opened, labeled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The pouch is taped closed with transparent surgical tape; the distal 6cm of the specimen is attached to the adhesive surface of the tape along the side of the pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable prior to shipment. The specimen presents skive/cut polymer jacket damage 20.3 to 24.5cm from the distal tip with the skived material displaced 3.5cm distally and 0.30cm proximally over the undamaged jacket material distal and proximal of the 4.00cm of exposed metallic core wire creating localized oversize diameter to .03820". The specimen also presents bend damage over the distal 8.5cm and adhesive residue from the tape used to close the pouch. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. As noted in the warnings portion of the device instructions for use, " if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition as noted in the precautions section of the device instructions for use, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3 cm movements, to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported.. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported.the patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.